Event description:
A reliant stent graft balloon catheter was used during an evar procedure. Non mdt stent grafts were implanted in the patient. It was reported that during the procedure, while ballooning with a medtronic reliant balloon, a small possible leak was noted at the end of the graft. The physician then ballooned again with a non- medtronic 12x4 balloon and a small rupture of the right-side iliac leg occurred. The physician then placed a non medtronic extension leg device to extend the initial leg placed and ballooned again. The site also extended higher into the iliac with a non medtronic  balloon-expandable covered stent. According to the site on the final angiogram everything looked good. After further follow-up with the rep it was confirmed that while ballooning with the medtronic reliant balloon a rupture to the right-side iliac artery (distal external side) occurred. There was a slight plaque in the location of the ballooning. The cause of the rupture was not provided. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the patient had a right rt iliac and aortic aneurysm. Post implant of the non mdt stent graft a type 1b of the rt iliac was seen. Re-ballooning was performed using a reliant balloon at the right distal iliac artery and then it was noticed that there was extravasation at the right distal iliac artery post ballooning which then received a non mdt iliac extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.